Event description:
On (B)(6) 2001, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the ivc filter tip was located abnormally low below the lowest renal vein, beginning 3cm inferior to left renal vein. It was abnormally tilted by 32 degrees to the left and 10 degrees posteriorly. There was a perforation of all struts without fracture. Numerous struts perforated up to 14mm beyond the lumen. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the ivc filter tip was located abnormally low below the lowest renal vein, beginning 3cm inferior to left renal vein. It was abnormally tilted by 32 degrees to the left and 10 degrees posteriorly. There was a perforation of all struts without fracture. Numerous struts perforated up to 14mm beyond the lumen. No further patient complications were reported in relation to this event.